Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had a bolus anomaly. Customer's husband stated it would take two or three tries for their bolus to be delivered by pressing the act button. Troubleshooting was able to verify the customer delivered a bolus and the correct amount appeared in the bolus history. It was also reported the customer had a difficult time pressing their buttons. Customer stated they would have to press the buttons more than once to enable a response. The customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.